Event description:
Customer reported that end user ems stated that while attempting to use 16250 curaplex multifunction defib pad, philips, adult nissha vermed - 6600204h, lot y120720-01, that the "pad will connect, but device will tell them that the pad is not connected". There was no patient injury or death involved with the event. The end user says the product is available for return and evelaution, but as of 6/24/2021, it has not been received. The customer reported they used with philips AED. No adapter.